Manufacturer narrative:
The product is noted to be available for evaluation, but has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
Approximately six months post hvad implant, the patient experienced a red alarm and fainted at the hospital. The patient¿s controller and batteries were exchanged with no report of further patient effect. The patient was not hospitalized.

Manufacturer narrative:
The controller and batteries were not returned for analysis. Review of the manufacturing records indicates that the products met specification for release. Review of the log files confirmed a critical battery alarm but there was no evidence of a pump stop. The root cause for this event is undetermined at this time.